Manufacturer narrative:
No pre-existing defects were found by checking the manufacturing charts of the lot# 201515162, on a total of (B)(4) smr glenosphere dia.36mm + safety screw + connector manufactured with this lot#. No other complaints reported on this lot#. We will submit a final MDR once the investigation will be concluded.

Event description:
During a primary case of reverse total shoulder replacement, the safety screw broke when tightening it into the smr glenosphere dia.36mm, model #1376.09.025, lot#201515162. According to the info reported, probably the screw was over tighten with a t-handle during the procedure. No consequences for the patient. Surgery time extended of about 5 mins. Event happened in us on (B)(6) 2017.